Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2019-00402. It was reported that the patient underwent an MRI without being in MRI mode. As a result, the patient experienced shock in their legs. The ipg is still operable post MRI.

Manufacturer narrative:
The patient was implanted sometime in (B)(6) 2017.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2019-00402.